Manufacturer narrative:
(B)(4). Batch # p5864j event month and day unknown. Only year (2018) is known. Additional information was requested and the following was obtained: can you please clarify what is meant by ¿the device did not fire properly¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If the device stapled, did the staples stop where the knife stopped? Reponse received: sales rep was not present in the case but was told that staple formation was not good. Stapler fully fired but staple formation was poor and the line appeared incomplete, so the surgeon quickly oversewed the line to be safe. There were no consequences to the patient and their recovery etc has been uneventful. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device did not fire properly on small bowel tissue. The surgeon over-sewed the staple line. Procedure was completed with another device of the same product code. No additional information is available. There were no patient consequences reported.